Manufacturer narrative:
Follow-up information received on 22-dec-2015: follow-up attempts have been performed with no response to date. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) placed around 2007 for permanent contraception. She had heavy menstrual periods and essure removal was scheduled. This event is serious due to the planned required intervention and listed in the reference safety information for essure. In this particular case, the onset date of heavy menstrual period is not clear. However, since it occurred during essure use and no alternative explanation was provided, a causal relationship cannot be excluded. Other non-serious events were reported. This case is regarded as incident since a device removal will be required. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information could not be obtained.

Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous case report received from a medical doctor in united states on 15-sep-2015 which refers to a female patient of unspecified age who had essure (ess205) (fallopian tube occlusion insert) placed around 2007 the for permanent contraception. The sales consultant reported that a physician will be performing an essure removal on the following day of report ((B)(6) 2015). The reason for the removal is because the patient was experiencing weight gain, fatigue, and heavy menstrual periods. Product technical complaint (ptc) investigation and final assessment were received on 04-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a female patient who had essure (ess205) (fallopian tube occlusion insert) placed around 2007 for permanent contraception. She had heavy menstrual periods and essure removal was scheduled. This event is serious due to the planned required intervention and listed in the reference safety information for essure. In this particular case, the onset date of heavy menstrual period is not clear. However, since it occurred during essure use and no alternative explanation was provided, a causal relationship cannot be excluded. Other non-serious events were reported. This case is regarded as incident since a device removal will be required. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information (follow up) is expected.